Manufacturer narrative:
One eztetic dental implant was returned with the corresponding cover screw and package insert. The reported hex driver was not returned for inspection. Visual inspection revealed that the implant shows minimal signs of wear about the body and drive feature. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for 3.1mmd eztetic¿ dental implants, healing screws and healing collars 9225 rev 0-07/14. Documentation describes proper instructions for using the implant mount for transfer: step 5 ¿ remove the implant from the inner vial: grasp the top of the titanium packaging component placed on top of the implant, remove it and discard. Place the appropriate insertion instrument directly into the implant. The following instruments can be used for implant delivery to the site: the gemlock hex drill [chd2.1, chdl2.1] attached to a motor handpiece, or gemlock hex driver [chr2.1, chrl2.1] attached to the gemlock without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.

Manufacturer narrative:
Patient's date of birth not provided/ unknown. Patient's weight not provided/ unknown. Device brand name unknown. Device product code unknown. Product not returned to manufacturer.

Event description:
Doctor indicated that the unknown hex tool disengaged from the implant causing the implant to fall to the ground. Another implant was placed in the same surgery. The tool was used with other implants and worked correctly. Tooth location 7.